Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen would not respond to an input from the customer. Reportedly, the customer just received the pump and during training, once the pump turned on, the touchscreen was unresponsive. The customer's blood glucose level was not impacted and the customer would use another pump for insulin delivery.

Manufacturer narrative:
There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.